Event description:
It was reported that following a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) using a farawave pfa catheter the patient experienced congestive heart failure. The ablation procedure was completed on (B)(6)2025 with no complications noted at the time. The day after the procedure the patient was admitted to the hospital to receive diureses for volume overload and they were started on flecainide. X-rays were taken and it was observed the patient had pleural effusions and jugular vein distension was identified during an exam. The patient was also prescribed intravenous lasix. The issue is considered ongoing as the patient was still admitted as of (B)(6)2025. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc by the study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the heart failure and effusion was related to product performance of the farawave catheter. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that following a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) using a farawave pfa catheter the patient experienced congestive heart failure. The ablation procedure was completed on (B)(6) 2025 with no complications noted at the time. The day after the procedure the patient was admitted to the hospital to receive diureses for volume overload and they were started on flecainide. X-rays were taken and it was observed the patient had pleural effusions and jugular vein distension was identified during an exam. The patient was also prescribed intravenous lasix. The issue is considered ongoing as the patient was still admitted as of (B)(6) 2025. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient's hospitalization lasted from (B)(6) 2025 and the situation is considered resolved.